Event description:
The lay user/pt contacted lifescan on dec. 14, 2007 reporting that his one touch ultra2 meter read inaccurately high. The lfs customer service rep (csr) noted that the complaint did not involve a damaged test strip vial. The lfs csr contacted the pt for add'l info and confirmed/verified following info. In 2007, at 11:20pm, the pt felt low (the pt was not specific about his low symptoms). He tested himself on the meter and obtained reading of 271 mg/dl, which was higher than his usual readings (the pt was not able to tell his usual readings). As a result of it, he took add'l 3 units of humalog (he usually does not take humalog at that time of the day). At 2:50 am, he woke up because of his low sugar symptoms of weakness and some sweating. Again, he tested himself on the meter and received reading of 29 mg/dl. He drank 2 glasses of orange juice and felt better. The pt usually takes humalog 10 units at 6 am, 10-14 units at 12pm, 18 units at 8pm and lantus 3 units at 10pm. His insulin dosage is based on the sliding scale. The pt tests his blood sugar 8 times each day. He denied missing any of his meals. On another day, the pt also reported blood glucose results of "416, 342 and 323 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of >= 20% and/or 20 mg/dl. The csr verified that the pt's testing and cleaning the puncture area techniques were correct. The test strips were within expiration dating and in good condition. The meter was programmed for the correct unit of measure and calibration code number. The results were verified in the meter's memory. Replacement products were sent. This complaint is being reported because the pt alleges that the pt received an elevated reading on the lfs product that did not correlate with his unspecified symptoms of low blood glucose level. He claims he took extra insulin based on the lfs meter reading and later experienced sweating and a hypoglycemic meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If with the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.